Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back towards battery compartment. The customer also reported that they went swimming and the insulin pump was exposed to moisture. The customer reported that the insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, self-test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube) and corroded battery tube. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, and electrical board 2. Cosmetic damage was confirmed, cracked case (battery tube) was noted. Moisture damage on electrical board 1, and electrical board 2 was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.